Event description:
The customer was thrashing in bed and spouse used the device to check blood glucose. As result of 168 mg/dl was obtained. Patient emts were called and they checked glucose at 23 mg/dl. Patient was treated with a glucose IV and taken to the hospitial. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.